Event description:
(B)(6) from our dealer in (B)(6) reported that dr. (B)(6) from (B)(6) hospital alleged that "the patient in a case of lumbar pain and radiculopathy. I have done a screw fixation with 8 screws. The patient felt pain in low back almost 2 months from operation and I prescribed pain reliever for her." Dr. (B)(6) added "I asked for a control x-ray which shows 4 broken screws and I decided to pull out all of the screws." Dr. (B)(6), (B)(6) sales manager commented "according to MRI images, one of the screws (intact one) was implanted in the lateral wall of the pedicle with no insertion in the vertebral body".

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.